Event description:
The patient reported using a foley catheter suprapubically. The patient reported difficulty in removing the catheter. The patient visited a urologist at the hospital. The patient reported the urologist made an incision to enlarge the body opening to aid in the removal of the catheter. The patient stated there was a pyramid shaped piece of plastic on the removed catheter. The patient was unable to provide the catheter, catheter size, model, lot number, or the name of the urologist at the hospital. An unsuccessful attempt was made to identify and contact the attending urologist to obtain additional information.